Event description:
Company representative reported patient went into hospital on (B)(6) 2014. Caller stated the patient went back on the pump while hospitalized and his blood glucose level began to go up after being back on the pump. On follow up call, patient reported he was not feeling well on (B)(6) 2014 and then on (B)(6) 2014, he was feeling really bad. Patient stated before going to the hospital on (B)(6) 2014, he was not unable to keep food or drink down and had low energy. Patient reported his blood glucose level was constantly in the 300's and 400's mg/dl. Patient stated he bolused the amounts of 8.4 units and 8.8 units on (B)(6) 2014; blood glucose level would not go down. Patient reported when he was very ill with vomiting and weakness his dad took him to the hospital where he was admitted and diagnosed with dka. Patient stated he was taken off of the pump and given an IV of saline and an IV insulin drip. Patient reported his blood glucose level went down; exact reading was not provided. Patient stated he was able to go back on the pump in the early morning of (B)(6) 2014 and his blood glucose level started going back up. Patient reported he tested with a blood glucose reading of 466 mg/dl while back on the pump. Patient alleges the pump is not giving insulin. Patient stated he was released from the hospital on (B)(6) 2014. Product was replaced and requested return of the alleged pump and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.